Event description:
It was reported that there were concerns of a premature battery depletion. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of a premature battery depletion for subcutaneous implantable cardioverter defibrillator (s-ICD) device. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. As a result, s-ICD was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.